Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected battery out limit alarm anomalies noted. Device received with cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 87 mg/dl. The customer also reported that the insulin pump had no deliver alarm and battery out limit which was resolved. The customer stated that they were calling back after receiving a new battery cap. The insulin pump will be returned for analysis.